Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad trace. Pump received with severely scratched display window, cracked reservoir tube lip and cracked reservoir tube. No crack on screen, on reservoir window or on belt clip slot noted. (B)(4).

Event description:
It was reported that customer received excessive button error alarms. It was also reported that display screen and reservoir compartment were cracked. Insulin pump would need to be replaced.